Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, scope communication error b30 occurred.there was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The service department of olympus checked the subject device and found that the reported phenomenon occurred since the scope connector had poor contact. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the electrical contact of the video connector was poor due to dust or chemical residue, thus communication with the endoscope became unstable and resulted in b30 occurrence.